Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire inspected the user interface module (uim) externally, no anomalies were found. Installed the uim onto avea test station and attempted to power uim on to user mode, upon start up the display screen functioned normally with software 4.6b installed. Display screen had no visual defects and no anomalies appeared when the unit was cycled multiple times on/off.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea ventilator screen freeze. At this time, patient involvement is unknown.